Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an attempt to interrogate the device confirmed the reported error message. A review of the device's memory revealed the device had recorded 117 resets. In an attempt to determine the cause of the resets, the device case was removed. Microscopic visual inspection noted no irregularities in the telemetry coil, external components or the integrated circuitry of the device. There was no evidence of external high energy application. Analysis concluded the resets were likely due to memory corruption, however, extensive detailed analysis was unable to determine the root cause of the observed anomaly.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during a follow-up appointment, this device could not be interrogated. An error messaged appeared on the programmer screen. A boston scientific technical services (ts) consultant gave troubleshooting suggestions, however, the device could not be interrogated and the error could not be cleared. Pacing spikes were noted on EKG, however, ts recommended the device be explanted, as the error indicated the device memory was likely corrupted. The device was explanted. No adverse patient effects were reported due to the procedure.